Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The system calculated the tbv to be 1504 ml based on the height and weight entered ((B)(6)). The operator opted to enter a tbv of 2450 ml. The optia system asks the operator to enter the tbv twice for smaller tbvs to verify the correct tbv was entered. Both times the tbv entered was 2450 ml. The higher entered tbv is the reason the replacement fluid predicted by the rbcx app was different from what was displayed on the optia. With an incorrect entry of high tbv there is concern for ac over infusion. The ac infusion rate was set at 1.2 for this procedure. Recalculated with the correct tbv means they were likely running at an infusion rate around 1.68. Infusion rate of 1.68 would have resulted in the system running in caution status, but it does not exceed the maximum configurable ac infusion rate of 2.5. There were no symptoms reported for the patient during or after the procedure. One year of service history was reviewed for this device with no problems identified related to the reported condition. An internal report indicates no further related issues have been reported for this device. Root cause: the root cause of the discrepancy in the replacement fluid predicted from the rbcx calculation tool and the optia system as well the potential for ac over infusion was the falsely high tbv entered by the operator.

Manufacturer narrative:
Investigation is still in process. A follow-up report will be provided.

Event description:
While reviewing the run data file (rdf) for a customer, terumo (B)(4) discovered that the customer had entered a falsely high total blood volume (tbv) into the machine for the patient. For this procedure, the anticoagulant (ac) infusion rate was set at 1.2, so with the correct tbv, they were likely running at an infusion rate around 1.68. Running at a rate of 1.68 would have resulted in the system running in caution status but it does not exceed the maximum configurable ac infusion rate of 2.5. There were no symptoms or intervention reported for this patient during or following the procedure. The customer declined to provide patient ID.

Manufacturer narrative:
This report is being filed to provide additional information. Terumo bct has followed up with the customer to provide feedback with the reported condition.